Event description:
It was reported that when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, four (4) tubes contained gel air bubbles. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received 6 photos for investigation. The evaluation of the photos confirmed the customer¿s indicated failure mode, air bubbles are seen in the gel in the tubes. Air bubbles can become trapped inside the gel during manufacturing processes such as mixing, pumping, and dispensing, and may also be influenced by environmental and shipping conditions. These air bubbles are typically visible before blood collection or centrifugation and should disappear after centrifugation. Bd takes special precautions during manufacturing to eliminate air within the gel and conducts routine visual inspections to monitor the size and quantity of air bubbles, ensuring the product meets specification. Bd product that is within specification may contain a low occurrence of air bubbles. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: gel airbubbles and sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, four (4) tubes contained gel air bubbles. No adverse impact was reported regarding the patient or user.